Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient experienced skin overgrowth at the abutment site. Subsequently on (B)(6) 2015 the patient underwent revision to excise the excess tissue from the site. During the same procedure the abutment was exchanged. The implanted device remains.